Event description:
It was reported that the bd precisionglide¿ needle 30gx1/2in ga experienced foreign matter, contaminated. The following information was provided by the initial reporter: after surgical procedure was done, they found some of foreign bodies was stocked into the needle ( in the meddle and tip of the needle_ the user said it was palpable).

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 0199060, d.4. Medical device expiration date: 31-aug-2025, h.4. Device manufacture date: 17-jul-2020, d.4. Medical device lot #: 0164002, d.4. Medical device expiration date: 31-oct-2025 , h.4. Device manufacture date: 12-jun-2020. H.6 investigation summary: it was reported there was foreign matter on the needle. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification and there is an epoxy drip over on the needle 3/16" from the needle tip. The photo provided shows a needle assembly with no packaging blister or plastic shield and an epoxy drip over on the needle. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced epoxy on the needle. A device history record review was completed for provided material number 305107, lots 0199060 and 0164002. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.